Event description:
At 1320 g6 p5 in early labor with pitocin augmentation. Koala iupc placed by physician. 1525 pitocin off due to fhr deceleration. 1540 fetal bradycardia x 19 min. Pt to or for cesarian. Placental abruption noted at time of cesarian. Baby born at 1610.